Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that while changing the infusion set a no delivery alarm occurred. During troubleshooting, the customer replaced the plunger and tried to manually prime but insulin did not exit easily. The customer replaced the reservoir and insulin exited. The customer's blood glucose reading was unknown. The reservoir was replaced but nothing was returned. No further details were provided.